Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant procedure, the left ventricular lead dislodged. The lead was placed in the desired location a few minutes passed and the threshold increased and x-ray showed the lead had pulled back. The physician stated that after a period of pacing, the lead pulls back significantly and then settles during the procedure. The lead remains in use. No patient complications have been reported as a result of this event.